Event description:
It was reported by the patient that when the "heart button" is pushed on the patient activator, there is no confirmation given. Patient services provided assistance by testing the activator with the patient on the phone, and this was not successful. The "green" light flashes and then goes out. The activator will be replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.